Manufacturer narrative:
H6: results: visual inspection of the returned product showed that the lens was stuck in the cartridge. Visual inspection of the cartridge shows no visible damage. There was surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned prodduct, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
Surgeon inserted a aa4203tl toric silicone lens. The lens leading haptic tore during insertion into the eye. The lens was removed. No patient injury. Surgery was completed with another lens.